Event description:
A 68-yr-old female admitted with diagnosis of mitral stenosis, was to have cardiac catheterization to evaluate for possible mitral valve replacement. Prior to actual procedure, the cardiologist had difficulty with catheter placement. Eventually used s-shaped catheter with guide wire. Almost immediately after placement of this catheter, pt had coughing episode of large amount of bright red blood. Went into cardiac arrest and expired despite acls protocol for one hr.